Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patients battery had been dead for several years. Patent reported she had recharging issues with the ins and they never charged it. On (B)(6) 2020, additional information was received from a healthcare provider (hcp) reporting that the patient¿s ins hadn¿t worked for three years and their programmer didn¿t work either.